Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call, tac recommended several trouble-shooting ideas including adjusting the cables and powering the unit off then back on. Those were ultimately successful for the customer. At that time an olympus sales representative (rep) was put on the schedule for a visit to examine the device. Upon arrival the rep took a look at the device, adjusted the cabling and was successfully able to obtain an image. The device is not scheduled for returned at this time. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that he was not receiving an image on his olympus evis exera iii video system center during use. There was no patient harm reported from this event.